Event description:
The customer reported that the ventilator was alarming while in use on a patient due to a high oxygen supply pressure. The manufacturer's service technician was unable to duplicate the customer reported problem, however, review of the diagnostic log history confirmed a high oxygen supply pressure alarm occurrence. The customer reported the event occurred when they switched from a wall o2 source to a portable o2 tank. The hospital biomed engineer reported it was verified there was 102 psi of pressure trapped within the unit by using the pneumatic screen in diagnostic mode. They disconnected the o2 hose from the unit and the audible alarm was cleared. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. Performance verification testing was completed and tests passed to operating specifications. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.